Event description:
It was reported that the customer received a button error alarm. It was also reported that the numbers on the insulin pump scroll up without any input from the customer. Customer's blood glucose level at the time 173mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted during testing. The pump also had a cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, broken reservoir tube lip, and a missing reservoir o-ring.